Manufacturer narrative:
The field service engineer (fse) found a leaking check valve and replaced the valve. As of (B)(6) 2011, there was no further call from the customer. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer reported a fluid leak from hydro area on synchron cx5 delta clinical system. Msds was not reviewed, but the facility has exposure control plan. Medical attention was not sought and there was no effect to patient or user.